Event description:
In 2005, the patient's family member contacted lifescan alleging that the patient's one touch ultra meter was reading inaccurately erratic.the patient obtained results of 294, 425, 386,350, 330 and 81 mg/dl on the reported meter within 3 minutes of each other while the patient was feeling tired.